Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were provided and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers this investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: revision of total shoulder replacement. Patient underwent primary surgery in 2004. Patient presented to surgeon with pain. Revision surgery was performed on (B)(6) 2014. Third implant that has been removed: (B)(4) (no other details on prosthesis that could be seen and cannot be found in synergy). Operation to reverse total arthroplasty was undertaken due to anterior dislocating shoulder and broken prosthesis. Original prosthesis was removed and a delta xtend reverse arthroplasty was performed. Pre operation xrays are available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.